Event description:
In a study to investigate "clinical outcomes after stent-assisted coiling with 3 types of self-expanding laser-cut stents in patients with wide-necked intracranial aneurysms", 364 patients were included in the study between (B)(6) 2010 and september 2019. Patients selected had undergone imaging follow-up, investigated aneurysm and stent features, stent-related complications, recanalization and retreatment. Out of a total of 364 cases, 156 cases used stent (subject device) and of these 156 cases, 9 patients had recanalization and 6 patients required retreatment. No further information is available. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description states in a study to investigate "clinical outcomes after stent-assisted coiling with 3 types of self-expanding laser-cut stents in patients with wide-necked intracranial aneurysms", 364 patients were included in the study between july 2010 and september 2019. Patients selected had undergone imaging follow-up, investigated aneurysm and stent features, stent-related complications, recanalization and retreatment. Out of a total of 364 cases, 156 cases used stent (subject device) and of these 156 cases, 9 patients had recanalization and 6 patients required retreatment. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. Therefore, a probable cause of anticipated procedural complication was assigned to the as reported events of aneurysm recanalization requiring treatment and aneurysm recanalization no treatment required.

Manufacturer narrative:
H3 other text : the device remains in the patient.

Event description:
In a study to investigate "clinical outcomes after stent-assisted coiling with 3 types of self-expanding laser-cut stents in patients with wide-necked intracranial aneurysms", 364 patients were included in the study between july 2010 and september 2019. Patients selected had undergone imaging follow-up, investigated aneurysm and stent features, stent-related complications, recanalization and retreatment. Out of a total of 364 cases, 156 cases used stent (subject device) and of these 156 cases, 9 patients had recanalization and 6 patients required retreatment. No further information is available. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any.